Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds with loss of capture (loc). X-ray confirmed lead dislodgement. The patient was hospitalized and surgical intervention was performed to reposition lead. No adverse patient effects were reported. The lead remains in service.